Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose level was 274 mg/dl.